Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2010. On (B)(6) 2010, the pt developed low grade fever, difficulty walking, and edema of the thigh though without redness. The pt presented to the emergency room on (B)(6) 2010 in septic shock. She was given 6l ivf and one dose of vancomycin, clindamycin, and imipenem prophylactically for concern for septic shock with necrotizing fascitis. A central line was placed. CT imaging confirmed soft tissue infection to bilateral thighs extending to the femur, and the pt was taken to the operating room urgently for emergent exploration and removal of her sling. In the operating room, it was discovered that the pt had completely viable fascia and tissue with no necrosis. A minimal amount of pus was found in the right inner thigh which was sent for culture and grew group a strep. The pt was continued on IV vancomycin, clindamycin, and meropenem. She was admitted to the ICU where she was on two vasopressors and in acute renal failure and was initiated on cvvh. She received a repeat panoramic CT with contrast notable for shock liver, shock bowel, and right kidney infarct. The pt was intubated and sedated on midazolam and fentanyl. The pt was treated with antibiotics, vasopressors, tpn, dialysis, wound vac and blood transfusion. The pt underwent wound debridement and split thickness skin graft procedures. On (B)(6) 2010, the pt's wounds were healing well and pt was doing significantly better and ready for discharge to a rehabilitation facility.

Manufacturer narrative:
(B)(4). Toxic shock syndrome. Multi-organ failure. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.